Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed several no delivery alarms over the past 2 months. The blood glucose reading was 400 mg/dl, and the customer treated with the insulin pump. He declined troubleshooting for high blood glucose, as this event occurred a few weeks prior to the call. The most recent blood glucose reading was 175 mg/dl. Upon troubleshooting for no delivery, it was found that the insertion site may have been occluded. Advised the customer to change the entire infusion set and to return the infusion set for analysis. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.